Event description:
Add'l info from the hcp reports the pt was also experiencing increased spasticity. The pump was explanted and replaced on 03/09/06 due to suspected rotor stall.

Event description:
The manufacturer's representative reported a rotor study had been done that demonstrated a possible rotor stall.